Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm on the homechoice (hc) in dwell 3 of 4 during peritoneal dialysis (pd) therapy while connected to the hc device. There was nothing unusual noted about the supplies. During troubleshooting, the technical service representative (tsr) assisted the patient to clear the alarm, end therapy and start over with new supplies. Proper procedures were reviewed per the user manual with the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.